Event description:
Representative reported that the revised portion of catheter was determined to be discarded. Representative also stated that the physician did not know what caused the issue. The patient reported no pain relief.

Manufacturer narrative:
Additional information: b5. Corrected information: h6. Device was discarded and was not returned for additional evaluation and investigation. Per the instructions for use of the device, catheter disconnection is a known possible risk of use of the device. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending additional follow up information. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Internal complaint number: (B)(4).

Event description:
Representative reported a catheter revision. The catheter revision was determined to be performed because the catheter became disconnected at the connection site between a flowonix and medtronic segment of the catheter. The disconnection resulted in csf leak.